Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the vns patient underwent lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanted lead has not been returned to date. Follow-up revealed that high impedance was observed via normal mode and system diagnostic tests (dcdc ¿ 7). The device was not disabled following this observation at the parent's request.